Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: can you please clarify if the patient's hospital stay was extended due to the device issue? No ,the patient has left from the hospital . Or is the patient's hospital stay typical for this procedure? Unknown.

Event description:
It was reported that during a tumor resection procedure, no staple. The patient is with rectal malignant tumor. During the low rectal operation, after fired, found the tissue was cut off but without staple line. Used another device to complete the surgery. The surgery was delayed about half hour. The patient is stable and in the hospital now.